Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the 2.5x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion without issue. During inflation the balloon ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. Additionally, it was noted that there was peeling and scratches on balloon materials on the entire length of the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. The noted peeling and scratches on the rupture also suggests interaction causing damage to the outer surface of the balloon material. Based on the limited information provided, it is likely that during advancement, the balloon became damaged and/or compromised against the anatomy and/or other devices used resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.na